Manufacturer narrative:
(B)(6).

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) 155 mg/dl, and 354 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Caller reported patient blood glucose results of 85 mg/dl at 2209 on the inform system, lab result at 2205 was 48 mg/dl. Also reported patient blood glucose results of 106 mg/dl at 2255 on the inform system, lab result at 2249 was 56 mg/dl. The patient was treated with an unspecified amount of d50. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.